Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received an allegation in relation to a bipap auto biflex device. The user alleged the humidifier base cable of the device was burnt. This was identified by a service evaluation during disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device passed the evaluation and there were no technical findings available. The device's error log was reviewed, and the manufacturer confirmed no errors were found. The device failed the decontamination. The device will be sent to product investigation lab for further investigation. Device dispositioned per fc 16-700-709. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging in relation to a bipap auto biflex device. The user alleged the humidifier base cable of the device was burnt. This was identified by a service evaluation during disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The device's heater plate and heated tubing did heat when tested. External and internal inspection revealed that the air inlet filter was missing. The user interface knob was broken. The air inlet port and air inlet had tan dust like contamination in it. The printed circuit assembly had dust-like contamination on the top of it. There was a thermal event on the humidifier harness connect and pca. There was dust like contamination on the blower box lid and blower motor. The bottom enclosure had dust like contamination in it. The air inlet seal had yellowed and had dust like contamination on it. The sound abatement foam was intact and there was no evidence of sound abatement foam degradation/breakdown. The source of contamination is most likely external to the device. Pil was able to confirm the complaint of the burnt humidifier base cable.

Manufacturer narrative:
The "evaluation results code grid" and "conclusion code grid" has been corrected in this report. **UDI related data quality updates only** . The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.